Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer resolved the issue, but declined to provide further information to tandem technical support. Customer¿s blood glucose level was not adversely impacted.